Event description:
It was reported that a patient was having increased seizures and that the patient's battery status was at ifi = yes. The patient was referred for hospitalization and battery replacement. Attempts for additional information have been unsuccessful to date.

Event description:
The patient started experiencing the increased seizures in spring 2015, and the seizure frequency was above the patient's pre-vns baseline frequency. The patient was not hospitalized due to the increased seizures, but due to a broken ankle in (B)(6) of 2014.

Manufacturer narrative:
Type of reportable event, corrected data: follow-up report #1 incorrectly reported that the event was a malfunction.

Event description:
Analysis of the lead was completed on 02/15/2016. The portion of the lead that was returned did not show any anomalies, and there were no discontinuities of the lead. Analysis of the generator was completed on 02/16/2016. The pulse generator performed according to functional specifications. The battery showed an ifi = yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient had prophylactic generator and lead replacement surgery on (B)(6) 2015. The products were received on (B)(6) 2016. Analysis has not been completed to date.